Event description:
It was reported by a non-medical professional that the patient underwent a minimally invasive tlif at l5-s1 using posterior rod and pedicle screw fixation. It was later determined that two pedicle screws had broken with radiographic evidence of construct failure. It was reported that a revision surgery will need to be performed to remove the fractured pedicle screws.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.